Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, they checked the output relays of the bipolar, and found out that the device caused a slight increase in the output current in the bipolar port without being activated. There was no patient involvement. No further information was available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found no notable conditions. The service center reported that during servicing, they checked the output relays of the bipolar, and found out that the device caused a slight increase in the output current in the bipolar port without being activated. The investigation perform tests on the bipolar again, the same values of 5 and 14 ma are obtained. These values are within parameters (maximum manufacturer-allowed value is 50 ma). We check bipolar output relays, and find that the k12 relay provokes a slight increase of the output current in the bipolar port when it is not activated. Radiofrequency leaks were not found above 59.16 ma at any moment; this is the value set by the manufacturer. Replacement of k12 relay to verify that the values obtained are better fitted. Functional verification protocol and electrical safety test. Equipment functioning correctly. The investigation found the most probable cause of the reported event to be the k12 relay. If information is provided in the future, a supplemental report will be issued.